Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was kinked. The suction tubing was reseated to resolve the reported issue. There was no patient information available. (B)(4).

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient injury.